Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones. Upon interrogation it was noted that the battery status was at end of life (eol). It was reported that at previous check-up the device was at middle of life (mol2).